Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4)

Event description:
Information received from the consumer patient receiving dilaudid (unknown concentration/dose) via implanted pump. Indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported that the patient had an infection. It was reported that the patient had been put in the hospital for an infection at the site where they moved the pump to on (B)(6) 2015. It was reported that it was leaking. It was noted that the manufacturer representative was needed to check to see if the pump was working at all. It was noted that the patient's managing physician was out of town and there was another healthcare provider (hcp) managing their cares. The patient did not think the hcp knew much about the pump. No further information was provided. There were no troubleshooting or interventions reported. In addition, the patient outcome and drug concentration/dose in the pump were unknown. Additional information has been requested, but was not available as of the date of this report.